Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The clinical remote specialist reviewed the strips that the biomed provided from the time frame of the event. After reviewing. It was determined that the monitor is working as designed. The monitor is alarming red for vtach. After reviewing the strips and provided the information to the customer biomed, n those 40 mins or so prior to the v-tach alarms, it looks as though there were a few wide complexes that appear to be possibly bundle branch blocks, nut other than that nothing that would warrant red alarms. The device was working to specification. Based on the results of the information available, it was determined that the product was performing per specification and there was no product malfunction and the most likely cause of the reported problem was misunderstanding how the device works. The clinical specialist provided information to the customer and recommended the staff relearn how the alarms work.

Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating that certain waveforms are not alarming on EKG. The device was in clinical use at time of event, there was no adverse event reported.